Event description:
It was reported that during an a-fib procedure while ablating on the left side, the patient went into right atrial flutter. While moving to the right side, during an isthmus ablation, the patient's systolic blood pressure dropped from 120 to 70. Ice confirmed a pericardial effusion. Fluids and medications were given and the patient's blood pressure rose to greater than 120. The procedure was continued. The physician performed an afib ablation and had completed the left pvi and the patient then went back into left sided atrial flutter. The patient was then cardioverted to normal sinus rhythm. Then physician proceeded to do the rpvi and the patient's blood pressure decreased again to 70. The previous effusion was again assessed by ice and it was determined that the effusion had grown. At this point, the catheters were pulled and the interventionalist was called in. The echo indicated that the effusion was not large enough to tap so they decided to wait 45 minutes to one hour and reassess the effusion. The case was then aborted. The status of the patient was not provided.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); lasso catheter (device discarded/ not returned for investigation), model #: d-1220-38-s, lot #.: 15414825l. (B)(4).